Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/20/2025. It was reported that no readings occurred. On (B)(6) 2025, the patient experienced dizziness, nausea, chest pain, and difficulty breathing, followed by a sudden collapse and loss of consciousness. At the time of the event, the sensor was not providing readings, and the actual blood glucose measurement (bgm) was reported as very high (specific value not provided). No continuous glucose monitoring (cgm) data was available prior to the onset of symptoms or the collapse. The patient was also noted to be dehydrated. A family member transported the patient to the hospital, where diagnostic tests¿including x-ray and CT scan¿were performed. The patient received intravenous insulin and additional medications. The patient remained in the emergency department for less than 24 hours and was reported to be stable at the time of this report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced dizziness, nausea, and collapsed. At the time, the cgm sensor was not providing readings, and the actual blood glucose measurement (bgm) was reported as very high (specific value not provided). There were no cgm readings prior to the onset of symptoms or the collapse. The patient was also dehydrated and was transported to the hospital by a family member. At the hospital, diagnostic tests were performed, including an x-ray and a CT scan. The patient received IV insulin and additional medications. The patient remained in the emergency room for less than 24 hours. At the time of this report, the patient¿s condition was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.